Event description:
A pt sat down on the wheelchair when the chair was not fully open. She apparently placed her hands around the edges of the seat tube. When the chair fully opened, a finger was caught between the seat tube and the frame. She suffered a fracture of her finger and required eight sutures to repair a finger laceration.

Manufacturer narrative:
A pt was injured when going to sit down on a wheelchair which was not fully open. She sat on the wheelchair and apparently placed her fingers down by the seat tubes. A finger was caught, she suffered a fracture and required 8 sutures to repair a laceration. She has since been discharged from the hospital and is being followed by a hand specialist, pending further treatment. No add'l info was provided. The sample was returned and evaluated. Warning stickers are found on either side of the seat frames, cautioning the user to place fingers around the seat tubes. The owner's manual also states that fingers should be kept away from pinch points under the seat tubes while opening the chair.